Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was constantly vibrating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 8/31/2017 with the following findings: during testing, the pump powered on with no functional vibratory features. The pump was opened, the adjusted vibration contacts were adjusted and the vibration motor was now fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.